Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4) sn (B)(4), expiration date: 2018-08-08, (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm. The left common iliac artery had a 5.6 cm in diameter aneurysm. It was reported directly from the patient that the patient had an emergency procedure due to leg numbing, cold foot, a pinching feeling in foot, and occlusion in the left stent graft limb. The physician elected to embolize the left hypogastric artery and implanted a distal stent graft extension into the left external iliac artery. The physician also performed a femoral artery to femoral artery bypass. Per the physician, the occlusion in the left limb was possibly due to tortuosity and possible limb kink. There was aortic tortuosity and a slight narrowing located 1 cm distal to the flow divider of the endurant iis stent graft bifurcate in the contralateral limb. There was also tortuosity where the common iliac artery transitions to the external iliac artery. No additional clinical sequelae were reported and the patient is fine.